Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during a paroxysmal atrial fibrillation procedure the guidewire got stuck. First, wired the left superior pulmonary vein (lspv) successfully and completed workflow in that vein. Wired left inferior pulmonary vein (lipv), upon advancement of the wire, it would neither advance or withdrawal and appeared stuck. The sheath was pulled back, the catheter in flower was pulled back the wire was still unable to be retracted. The physician pulled on it and said, "it broke". The physician was able to successfully undeploy the catheter and withdraw the catheter and wire which appeared to be intact from the body, this was a cook rosen wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. The tech noted later that he thought it felt "different" when wiring the catheter on the back table but it wired successfully. A small amount of tissue was seen on the tip of the catheter. Fluoro was used as imaging. Heparin was given post procedure. Act was above 300. The guide wire appeared unraveled toward the distal end; resistance was felt during manipulation. The device is in transit back to boston scientific.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A known good guidewire was then inserted through the device successfully, and no unusual resistance was felt. Subsequently, the device was deployed to basket and flower without difficulty. No tissue or foreign matter was noted on the catheter or in the sterile pouch. The reported event was not confirmed.

Event description:
It was reported that a farawave 31 mm during a paroxysmal atrial fibrillation procedure the guidewire got stuck. First, wired the left superior pulmonary vein (lspv) successfully and completed workflow in that vein. Wired left inferior pulmonary vein (lipv), upon advancement of the wire, it would neither advance or withdrawal and appeared stuck. The sheath was pulled back, the catheter in flower was pulled back the wire was still unable to be retracted. The physician pulled on it and said, "it broke". The physician was able to successfully undeploy the catheter and withdraw the catheter and wire which appeared to be intact from the body, this was a cook rosen wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. The tech noted later that he thought it felt "different" when wiring the catheter on the back table but it wired successfully. A small amount of tissue was seen on the tip of the catheter. Fluoro was used as imaging. Heparin was given post procedure. Act was above 300. The guide wire appeared unraveled toward the distal end; resistance was felt during manipulation. The device has been returned to boston scientific.

Manufacturer narrative:
Correction to patient codes updated no clinical signs, symptoms or conditions e2403 to unspecified tissue damage e2015.

Event description:
It was reported that a farawave 31 mm during a paroxysmal atrial fibrillation procedure the guidewire got stuck. First, wired the left superior pulmonary vein (lspv) successfully and completed workflow in that vein. Wired left inferior pulmonary vein (lipv), upon advancement of the wire, it would neither advance or withdrawal and appeared stuck. The sheath was pulled back, the catheter in flower was pulled back the wire was still unable to be retracted. The physician pulled on it and said, "it broke". The physician was able to successfully undeploy the catheter and withdraw the catheter and wire which appeared to be intact from the body, this was a cook rosen wire. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned. The tech noted later that he thought it felt "different" when wiring the catheter on the back table but it wired successfully. A small amount of tissue was seen on the tip of the catheter. Fluoro was used as imaging. Heparin was given post procedure. Act was above 300. The guide wire appeared unraveled toward the distal end; resistance was felt during manipulation. The device has been returned to boston scientific.